Event description:
The dsb detachable silicone balloon detached prematurely and it ended up in the right place. The physician should have been using part number 430170 and did not, although the product was on their hospital shelf. The physician should have also used iso-osmolar contrast 300-320 and could not confirm that they did so. No injury occurred with the patient involved in this event.